Event description:
The caller reported that the pump's quick bolus and wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper button-pressing technique and confirmed the difficulty persisted. As a result, it was determined that the pump would be replaced since it was under warranty. The caller was instructed to use manual daily injections as a backup to ensure uninterrupted insulin delivery and to return the malfunctioning pump using a provided pre-paid label. The customer understood and acknowledged all instructions, including setting the pump in storage mode before its return.